Event description:
On 04/04/2025, it was reported by a sales representative via (B)(6) that an ar-13999mf fastpass scorpion, sl-mf had the jaws not fully closing when going down the cannula during the case. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. One unpackaged ar-13999mf, fastpass scorpion, batch number: 15313135, was received for investigation. Visual evaluation of the device noted that the jaw would not close completely as intended. This is a known internal manufacturing issue addressed through nonconformance. Complaint allegation is confirmed.

Event description:
This occurred during a rotator cuff repair procedure on (B)(6) 2025. The case was completed by opening another scorpion with a different lot number. No case delay was reported, nor was added anesthesia administered. No adverse effects on the patient were reported.